Manufacturer narrative:
The na electrode lot number was ble37. The expiration date was not provided. Qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 2 patients¿ samples tested on a cobas pro ise analytical unit. Results for the sodium (na) test were affected. Sample 1: initial result: 149.5 mmol/l. Repeat result: 138.0 mmol/l (tested on a cobas pure). Sample 2: initial result: 149.6 mmol/l. Repeat result: 138.5 mmol/l (tested on a cobas pure). The customer questioned the initial results and repeated the samples. The repeat results were deemed to be correct.

Manufacturer narrative:
The alarm trace did not show any abnormality. Calibration and qc files were provided, but they were corrupt and could not be opened or evaluated. The field service engineer found that the cause was due to a contaminated reference line. He decontaminated the ion-selective electrode (ise), replaced the electrode, the sipper tubing, and ran the activator. He then verified that the instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.